Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the user error in this complaint.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of a break in aseptic technique, fever and peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis which was manifested by cloudy effluent, abdominal pain and fever. The cause of peritonitis was a break in aseptic technique. Patient was not started on remedial treatment. The patient was retrained on proper aseptic technique and proper hygiene; therefore, the event of break in aseptic technique was considered resolved. It was not reported if the events of fever and peritonitis had resolved. Dianeal therapy was ongoing. A causality statement for the events of break in aseptic technique, fever and peritonitis was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.